Event description:
Kimberly-clark received a report stating, "on (B)(6) 2010, the doctor performed a gastrostomy on a (B)(6) baby using our mic-key ipk kit. While securing the saf-t-pexy sutures, the third one broke leaving two intact. While the baby was in the nicu after (B)(6) 2010, she was choking and gagging. On (B)(6), the neonatologist examined the baby's mouth and found the stainless steel t-fastener in the baby's mouth that had migrated up from the stomach." Kimberly-clark has no independent knowledge of the event reported, but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the kimberly-clark complaint database (B)(4).

Manufacturer narrative:
We were unable to review the device history record as no lot number was provided. No sample returned to kimberly-clark for evaluation. Information from this incident will be included in our product complaint and MDR trend reporting systems. Ongoing analysis of trend information is used to identify the need for additional investigations. Device not returned to kimberly-clark by customer.